Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that no com pump to xmtr-unresolved, missing segments/partial display occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Retainer: clear. Customer returned the pump for alleged pump not responding when trying to connect with any device or reading and monitoring the pump for 2 hours, frozen display recurred reported on (B)(6) 2022. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was programmed with a test guardian 2 link transmitter and a glucose sensor simulator. The pump communicated properly with the transmitter and glucose sensor simulator. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for 24 hours while connected to the transmitter and a test plug. The pump was also programmed with test glucose meter. Pump communicated properly and recorded the 102 mg/dl value properly from glucose meter. No unexpected bg meter and transmitter communication errors, lost sensor alarm, additional sensor related errors, or frozen display noted. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked battery compartment, cracked retainer, and pillowing keypad overlay. No communication between the pump, transmitter, sensor, bg meter, and frozen display are not confirmed this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.